Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the option-lok male adapters of the primary tubing sets were connected to needleless valve connectors of the extension sets and were being used to deliver unspecified solutions, at unspecified rates. After unspecified lengths of time, the customer contact reported that unspecified volumes of solutions leaked at the connection of the option-lok male adapters and the needleless valve connectors. The customer contact indicated that the threads don't always match up to secure the fittings. No specific details were provided. It was reported that the tubing sets were replaced. There were no reported adverse pt effects and no reported delay of therapy critical to these pts. No med interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.